Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. Abbott technical support was contacted and the difficulty interrogating the device was suspected to be due to electromagnetic interference. The transmitter was placed closer to the device and the device was able to be successfully interrogated. The patient was in stable condition.